Event description:
A caller reported an issue with a cgm error 42 associated with the g7 sensor. There was no adverse impact to the customer's blood glucose level. Technical support provided pump reset instructions and guided the caller through the process. After resetting, the pump did not display the cgm error code again.